Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon stated the clip applier instrument was not fully gripping clip, clip continued to fall out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The issue occurred prior to clip application and when the surgeon attempted to clamp on a vessel or tissue bundle. The clip was not saying in the instrument when surgeon attempted with the grasper. The issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement. It is unknown if the issue was related to unexpected motion of clip applier while attempting to clip. The issue was not related to unsuccessful clip application (e.g., incomplete closure of clip). The issue was not related to clip opening after closure of the clip. Medium green hem o lok clips were used. The vessel or tissue was not greater than what is specified in the IFU. It is unknown how many times had the subject clip applier been used during the case when the incident occurred. A backup clip applier was used to resolve the issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of could not reproduce to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition engagement and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional.